Event description:
It was reported that during a transcatheter aortic valve implant procedure, a guidewire was placed in the patient's left ventricle. At this time, the patient was noted to be hypotensive, however, the procedure was continued and a pre-implant balloon aortic valvuloplasty (bav) was completed. The patient's hypotension then worsened, so percutaneous cardiopulmonary support (pcps) was initiated. The valve was then attempted to be deployed multiple times, but during said deployments the valve moved towards the patient's left ventricle while still attached to the delivery catheter system (dcs). Additionally, it was noted that there was difficulty with placement of the guidewire in that it did not pass through the commissure and instead entered in an upright manner toward the inner curvature side. A full deployment of the valve was then attempted once the valve was in an appropriate position. As the paddles were disengaged, the valve dislodged towards the patient's left ventricle. This resulted in the outflow of the valve ending up near the sinotubular junction (stj). Moderate to severe paravalvular leak (pvl) was then identified. In response, an intra-aortic balloon pump (iabp) and right heart catheter were inserted. The patient was then transferred out of the room. Per the physician, the valve dislodged while attached to the dcs due to bulky calcification. Per the physician, the guidewire positioning difficulties were due to the patient's noncoronary-right coronary (r-l) raphe localization and small left ventricle.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (r276644); product type: 0195-heart valves; implant date on (B)(6) 2026; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.